Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -the site where surgicel powder was used => surgicel powder was used around the fallopian tubes. -the amount of surgicel powder used (was it all 3g?) ¿considering the flow of the conversation, it is thought to be the full amount, but the details are unknown. -when you say that the clot was floating until the 5th day after surgery, was this confirmed by abdominal or vaginal ultrasound? ¿the surgeon found clotting blood in the area where surgicel powder was used during the surgery. It was also confirmed by the gastrointestinal surgeon's abdominal echo until the 5th postoperative day. The following information was requested, but unavailable: -is the postoperative intra-abdominal bleeding at the site where surgicel powder was used? If you know the site, please let us know. => details are unknown. -did you perform blood transfusion for the decrease in hb attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess irrigated and removed? 8. What were current symptoms following the index surgical procedure? Onset date? 9. Were cultures performed? If yes, results? 10. Has any surgical or medical intervention been performed? 11. What is physician¿s opinion as to the cause of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative experience? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a 47 year old female patient underwent an open hysterectomy procedure on (B)(6) 2023 and absorbable hemostat was used. On the third postoperative day, in the ward / ICU, the patient developed pain and a fever one week after surgery. The patient was scheduled to be discharged at the end of last year but was discharged at the beginning of this year. There were no major problems during the surgery, and the surgery was completed with only 90 ml of blood loss. The surgeon made the following comments. ¿there was a floating blood clot in the area where absorbable hemostat was used. It was visible until about the fifth day after the surgery. I asked the urology department, and a CT showed that there was no damage to the patient's ureter. I also asked the gastrointestinal surgery department, and an echo test showed air bubbles inside the perforation of the gastrointestinal tract¿ also, a CT scan showed that there was a possibility of infection from the bleeding area, but the cause is unknown. The patient had intraperitoneal bleeding, and the value decreased to hb8.4 one week after the surgery, but the patient has been fine without reoperation. Scp was placed in the abdominal cavity without washing, and a seprafilm was applied over it to close the wound. Could this be the cause as well? I'll wash it off next time. I haven't washed out the arista I've been using so far.¿ additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Was there any intraoperative concurrent use of other products? The scp was placed in the abdominal cavity without irrigation, and sepra film was applied over it to close the wound. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? It was used to address active bleeding from the fallopian tube. 3. How much surgicel was used during the procedure? 3g. 4. Was the surgicel product left in place? Yes. 5. Was the excess irrigated and removed? No. 6. What were current symptoms following the index surgical procedure? Onset date? Pain on the 3rd day after surgery and fever complaint 1 week after surgery. 7. Were cultures performed? If yes, results? No. 8. Has any surgical or medical intervention been performed? No surgical or medical intervention. The surgeon suspected gastrointestinal perforation and performed an abdominal ultrasound. 9. What is physician¿s opinion as to the cause of or contributing factors to this event? => "scp was placed in the abdominal cavity without washing, and a seprafilm was applied over it to close the wound. Could this be the cause as well?" 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative experience? We did not report from the surgeon there an alleged deficiency of the scp. 11. What is the patient¿s current status? The patient was discharged from the hospital. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. What is the lot number? 4. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.